Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed cut in the probe and peeling adhesive near the probe off could not be determined, as no further information was reported or is available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition, the following non reportable malfunctions were found during device evaluation: distal end scratch and dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer returned a loaner device to olympus. Upon inspection and evaluation, the ultrasonic gastrovideoscope distal end of the device had a cut in probe, also peeling adhesive near probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.